Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a step during testing. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the third party service center, an issue related to the blower motor was observed. The device's blower motor was replaced to address the issue.